Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed for leak, clear passage, and clamp function with no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultra set disposable disconnect y-set had a connection issue; further described as ¿was not threading properly where it connected to the transfer set and was not secure." This occurred during use of the devices for peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.